Event description:
A prograsp forceps instrument was returned to isi without requesting an return materials authorization (RMA) or a complaint. The customer did not respond to additional requests for information.

Manufacturer narrative:
The instrument was returned and evaluated. A complaint for the instrument was not submitted. Engineering found the pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp still remained in the clevis. The clevis did not exhibit excessive damage. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.